Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm event on (B)(6) 2024 after 3 or more hours of insertion. The blockage as at the site. No further information available.